Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (puncturing) of the uterus or fallopian tubes') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included overweight. Previously administered products included for an unreported indication: depoprovera from (B)(6) 2007 to (B)(6) 2009. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and mental disorder ("psychiatric injury"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation and mental disorder outcome was unknown and the pelvic pain and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, mental disorder, pelvic pain and uterine perforation to be related to essure. The reporter commented: she received treatment for pain, dysmenorrhea (cramping), perforation (puncturing) of the uterus or fallopian tubes. Trailing coils reference number: left- 5 , right multiple discrepancy noted for lab data plaintiff reports that she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Ultrasound scan - on an unknown date: essure perforated. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs was received. Event outcome was changed from unknown to recovered/ resolved for pelvic pain and dysmenorrhea. Aka name was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (puncturing) of the uterus or fallopian tubes') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included overweight. Previously administered products included for an unreported indication: depoprovera from 15-dec-2007 to july 2009. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and mental disorder ("psychiatric injury"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation and mental disorder outcome was unknown and the pelvic pain and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, mental disorder, pelvic pain and uterine perforation to be related to essure. The reporter commented: she received treatment for pain, dysmenorrhea (cramping), perforation (puncturing) of the uterus or fallopian tubes. Trailing coils reference number: left- 5 , right multiple discrepancy noted for lab data plaintiff reports that she did not undergo essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Ultrasound scan - on an unknown date: essure perforated.. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs was received. Event outcome was changed from unknown to recovered/ resolved for pelvic pain and dysmenorrhea. Aka name was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (puncturing) of the uterus or fallopian tubes') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and mental disorder ("psychiatric injury"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, dysmenorrhoea and mental disorder outcome was unknown. The reporter considered dysmenorrhoea, mental disorder, pelvic pain and uterine perforation to be related to essure. The reporter commented: she received treatment for pain, dysmenorrhea (cramping), perforation (puncturing) of the uterus or fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure perforated. Most recent follow-up information incorporated above includes: on 28-aug-2019: reporter and patient demographics and laboratory data were added. On (B)(6) 2012, she implanted essure (previously reported as (B)(6) 2012). On (B)(6) 2015, she explanted essure. Injury event was replaced with pain, dysmenorrhea (cramping), psychiatric injury, perforation (puncturing) of the uterus or fallopian tubes, patient did not performed essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (puncturing) of the uterus or fallopian tubes') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included overweight. Previously administered products included for an unreported indication: depoprovera from (B)(6) 2007 to (B)(6) 2009. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and mental disorder ("psychiatric injury"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation and mental disorder outcome was unknown and the pelvic pain and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, mental disorder, pelvic pain and uterine perforation to be related to essure. The reporter commented: she received treatment for pain, dysmenorrhea (cramping), perforation (puncturing) of the uterus or fallopian tubes. Trailing coils reference number: left- 5 , right multiple discrepancy noted for lab data plaintiff reports that she did not undergo essure confirmation test. Discrepancy: essure insertion date: (B)(6) 2014, and removal date: (B)(6) 2015. Retainer signed before date: (B)(6) 2020. Retained date: (B)(6) 2018. Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Pregnancy test - on (B)(6) 2014: negative. Ultrasound scan - on an unknown date: essure perforated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.